Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving morphine (20 mg/ml at 1.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 the pump motor stalled due to an MRI that was not related to the patient's infusion system. It had been greater than 2 hours after the patient left the MRI field and the pump logs did not show a motor stall recovery occurred message. No patient symptoms were reported. The reporter called back and stated that it had been 1.5 hours and there was still no recovery of the stall post MRI. There were no audible alarms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The motor stall occurred at approximately 1:30 pm. As a troubleshooting method the patient had a post magnetic resonance image (MRI) x-ray and came into the clinic to have the pump's logs read. The motor stall without recovery has been resolved, at approximately 6 pm the pump recovered. The pump recovered fine and the patient had no downfall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.